Event description:
The patient presented to the hospital feeling his heart racing and shortness of breath. X-ray confirmed lead dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.